Event description:
It was reported by service report that the foot section could not be latched due to damaged fasteners. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.